Event description:
It was reported that an attachment device "did not work." According to the report, the device was received from the operating room department without additional information. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual attachment device was received and evaluated. Reliability engineering was evaluated. A functional assessment was performed and the device failed the cutter insertion assessment test. Therefore, the reported condition was confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.